Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was stress of repeated use, external factors or handling may have caused breakage or disconnection of the image sensor unit or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Event description:
No harm was reported.

Event description:
Company representative reported with an issue of "generation of noise". The reported issue found at preparation for use for a therapeutic laparoscopic surgery. The device was replaced with a similar device. The intended procedure was completed with no delay reported. Device evaluation found the color tone of the image was abnormal, no image (magenta color only). This report is being submitted due to the finding of abnormal color tone, no image observed ,image color abnormalities identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of " generation of noise" was not confirmed however, evaluation observed abnormalities in the image, no image was noted, image color tone showed a magenta color. The issue found to be due to damage on imaging unit (charge coupled device) ccd unit in the device connector. Furthermore, the following defects/findings were identified during device inspection: due to a crack on distal end, water tightness is lost. A-rubber (insertion section) has a scratch. Control unit has a scratch. Switch 1 has a scratch. Ud plate has a scratch. Light guide connector has a scratch. Adhesive on a-rubber (adhesive connection) has a chip. Video connector has a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Additional information: per follow up response with the customer, it as conveyed that the device cds process is an ethylene oxide gas ( eog ) sterilization. Device was inspected prior to use. No event date provided other than stated that the issue reported found "at the time of inspection before use" . No patient harm , no delay in procedure as the result of the event. Investigation is ongoing. This report will be supplemented accordingly following investigation.